Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent infusion set needle was confirmed and the cause was determined to be use related. The product returned for evaluation was a one 22ga x 0.75" safestep safety infusion set. The returned product sample was evaluated and the needle was observed to be bent distal of the needle housing. An attempt to advance the safety over the needle tip was unsuccessful as the safety could not pass the bent region of the needle. The following observations were noted during the sample evaluation: usage residue was seen on the sample which proved that the product had experienced at least some use. The bend in the needle had occurred away from the needle base which can be caused by device manipulation during/following port access. The needle tip was barbed suggesting contact between the needle and port base. Force applied at an angle to the needle axis, or if the needle is not inserted perpendicular into the port septum, can lead to bending of the needle shaft. It is advised to verify that the needle length is correct based on port reservoir depth, tissue thickness and the thickness of any dressing beneath the bend of the needle; if too long, needle and/or port may be damaged at insertion. Additionally, avoid excessive manipulation once the needle is in the port. No potential damage related to the manufacturing process was noted on the complaint sample. A lot history review (lhr) of asfqf021 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported "patient's accessed with 3/4" gripper needle. When needle entered skin, needle bent at approx. 45 degree angle and writer unable to access ivad port." No other information was provided. (B)(6) 2022: the safety mechanism was unable to be advanced on the returned needle.